Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation proximal to suture tie impression. Electrical testing did not find any indication of shorts between the conductors. The reported events of noise and lead damage were confirmed, and the cause was due to the external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, there was oversensing noted on the right atrial (ra) lead. The lead was explanted and replaced and the patient was stable with no consequences.